Manufacturer narrative:
The manufacturer previously reported information alleging fio2 was set to 100%, but the displayed fio2 remained at 21%. Issue was believed to be due to a faulty screen display. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check. The event log was checked and a ventilator service required error code related to the oxygen blending module was found. Err_obm_accy_urgent_service means there is potentially a failure of the oxygen blending module, which may impact therapy / delivery of o2. It is believed that the reported display abnormality was caused by an abnormality occurring on the oxygen blending module board. The oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging fio2 was set to 100%, but the displayed fio2 remained at 21%. Issue was believed to be due to a faulty screen display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.